Event description:
It was reported that the customer jumped in the pool and the insulin pump had moisture damage under the display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded electronic and motor assembly.